Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: there were multiple pump reboots observed in the black box history. The pump powered on with the returned battery cap. The cap was able to fully tighten and measured within specifications. A power loss was not duplicated and the battery compartment was intact. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. There were no intermittent power events duplicated during the investigation. There was no evidence of moisture or loose components inside the pump when the case was removed.